Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant.

Event description:
The patient was reportedly implanted with an ams miniarc precise, a coloplast/mpathy restorelle, and a biodesign or surgisis 4-layer tissue graft on (B)(6) 2011. The patient was implanted with an ams monarc on (B)(6) 2011. Dr. (B)(6) performed both surgeries at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.